Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the needle detached from the suture. The needle fell into the patient cavity but was retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. The visual inspection of the sample noted one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Unfortunately, since no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was falling out of the needle. There was no patient injury. There was no user involvement or user injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The suture reload fell into the patient cavity, but was not left in the patient.